Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have breathing issues. The patient was reportedly hospitalized in response to the event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.